Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's keypad was not functioning properly. Customer stated that he was unable to prime due to a crack between the escape button and the reservoir window. Blood glucose level near the time of the incident was about 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unable to prime during prime test due to loose drive support disk. The insulin pump had a cracked reservoir tube window, broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.